Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry). The cause of the catheter kink was not determined.

Event description:
It was reported that a catheter kink was observed during a scheduled pump replacement surgery. Surgical observation identified a catheter kink behind the pump. Four centimeters of the catheter were trimmed at the kinked area and the catheter was unkinked. The patient resolved without sequelae on (B)(6) 2015. The type of medication being delivered via the device system was morphine, bupivacaine, baclofen and clonidine.